Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: bmw; stent: 3.5 x 15 mm medtronic integrity, promus. (B)(4) failure to follow steps/instructions. The asahi grandslam instructions for use states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged resulting in fragments being left inside the vessel. Do not practice stent delivery when using this guide wire for parallel wire technique. Separation or breakage of the guide wire may result. A review of the lot history record did not produce any non-conforming material reports associated with this part and lot number. A review of the similar incident query was performed and there were no other incidents reported with this part and lot combination. From the provided information, it was concluded that the stent was deployed in a condition where the guide wire was advanced in parallel with the stent system, so the tip of the guide wire was trapped by the deployed stent. Pulling back on the wire under such conditions resulted in separation of the trapped guide wire due to the force exceeding the product design limit.

Event description:
It was reported that during a proximal right coronary artery (prca) stenting procedure in a restenosed non-abbott stent, the buddy wire technique was being used; however, after stent deployment, the grand slam wire became jailed between the two stents. Upon attempted removal of the wire, the wire fractured and uncoiled. Only part of the wire was removed. Unsuccessful attempts were made to snare the detached wire. A 25-30 mm of wire remain in the anatomy, part entrapped between the two stents and part in the aorta. The (B)(6) patient is not a candidate for surgery and is reportedly doing well. There was no adverse patient sequela reported. Although requested, there was no additional information provided.